Manufacturer narrative:
It was reported that on during the procedure the physician commented that there were difficulties at the access site at the groin. A hematoma at the access site in the groin was noted and the patient experienced bleeding from the site. It was also reported that it was difficult to assess hematoma due to the multiple access sites. After the case concluded, the vein was closed using proglide. In recovery, the patient coded and was not able to be revived. Information from field indicated that the manual pressure was applied prior to dressing before hematoma was noted. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported operational difficulties at groin site may have resulted in puncture during a venous access which contributed to the observed hematoma, however this cannot be conclusively determined. The cause of reported patient effect of bleeding could not be determined. The reported medical intervention was a result of case-specific circumstances as manual compression was applied to treat bleeding. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, the physician commented that there were difficulties at the access site at the groin. The physician noted that during a venous access attempt that the artery may have been punctured. The device was implanted. A hematoma at the access site in the groin was noted, which was difficult to assess due to the multiple access sites. After the case concluded, the vein was closed using a perclose proglide, and the nurse that was holding pressure commented on a hematoma. An hour post implant, the patient experienced a seizure and a stroke and was treated for the stroke with clot-busting medications. Physician believed that the seizure and stroke were caused by a medication reaction, but this could not be confirmed. The patient had bleeding from the access site in the groin. In recovery, the patient coded and was not able to be revived. The location of the amulet occluder was verified via echo to be stable.